Event description:
Caller reported cgm error 42 related to the g6 sensor. There was no reported impact to the customer¿s blood glucose level. Technical support provided instructions for a complete pump reset, and the caller planned to reset the pump when ready, with a follow-up if the issue persisted.